Event description:
The customer reported that after the first seal, the jaws would not open. Another device was used to complete the procedure. There was no reported bleeding or tissue damage. It is unknown how the jaws were removed from the patient tissue. After surgery, the device was cleaned but not opened.

Manufacturer narrative:
(B) (4). (B) (4). The sample has been requested, but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.